Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had difficulty inserting multiple usb cables into the usb port. Subsequently, the pump was unable to be charged. Reportedly, the customer did not observe any damage to the usb port. Customer reported blood glucose level was 229 (mg/dl). The customer had manual injections as alternate insulin therapy.